Event description:
A malfunction with code malf 12 was reported, and prior notable events did not occur. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and contact technical support if the issue reappeared, and the customer acknowledged this guidance.